Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that the event involved a male patient while in the coronarography department during use when the intra-aortic balloon (iab) "broke." The iab was prepped per instruction. The iab was used in a standard procedure for this patient (arterial pressure via external pressure head). The iab was inserted through the sheath via left femoral artery with no issue. After an unknown time of intra-aortic balloon pump (iabp) therapy the pump, autocat 2 wave, s/n (B)(4), alarmed helium leak. There was blood observed in the tubing, but not into the pump. As a result, the md removed the iab and sheath together as one unit successfully. A new arrow iab was inserted via the same insertion site (left femoral artery) and the patient received iabp therapy successfully. The physician stated there was no report of patient death, complications or injury. No medical/surgical intervention was required. There was an approximate 15 minute delay or interruption in therapy with no harm to the patient. This was a loss of time in an emergency. The patient outcome is fine. The pump has been checked out and is back in service.